Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering and permanent injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard flat mesh, bard/davol composix e/x and soft mesh on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both (bard flat mesh and bard/davol composix e/x) devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Attorney alleges personal injury. Attorney also alleges that the product is defective.